Manufacturer narrative:
Additional information (13-jun-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Hsc requested the customer run samples to confirm if the issue is consistent with non-specific binding (nsb) or heterophile antibody interference as stated in the instructions for use (IFU) for the dimension tacrolimus (tac) assay. However, no information was received, and this issue cannot be confirmed with the available data. The customer performed standard maintenance procedures, including the replacement of the reagent 2 probe. The tac assay and the dimension exl 200 system performed within specifications post-maintenance. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00139 was filed on 06-jun-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding two (2) falsely elevated tacrolimus (tac) patient sample results obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
Two (2) discordant falsely elevated tacrolimus (tac) patient sample results were obtained on a dimension exl 200 instrument. The falsely elevated results were reported to the physician(s) and were questioned. The same samples were reprocessed on the same instrument and lower results were obtained. The lower results were on the corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tac results.